Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during drain 2. The technical service representative (tsr) explained the message to the home patient (hp) and then assisted them with troubleshooting. The tsr then informed the hp start over with new supplies. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding reported problem. The pd rn stated the patient mentioned the alarm to them, and that everything is fine. The patient did not experience any negative effects from the alarm. The pd rn stated that the patient started over with new supplies and everything continued fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown therefore a batch review was not performed baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.